Manufacturer narrative:
The seal was received by intuitive surgical, inc. (Isi), and failure analysis found the primary failure of a torn duckbill to be related to the customer reported complaint. The seal was found to have tearing damage on the blue rubber duckbill. The torn piece was missing and was not returned with the seal.

Event description:
It was reported that during a da vinci-assisted surgical procedure while inserting an instrument, the blue piece on the inside of the cannula seal had a little piece break off into the patient. It was retrieved during the same procedure. The procedure was completed without delay.